Event description:
It was reported ongoing occlusion alarms occurred, no previous dates were provided. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to an alternate method of insulin therapy.